Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a complaint sample arrived in the investigation lab, that sample was accompanied by a guide wire. The gui de wire was noted to be kinked, therefore a new report was opened for the kinked guide wire.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during removal from the sheath dilator assembly was confirmed. The customer returned one sheath/dilator assembly and one guide wire. The sheath/dilator assembly was evaluated under MDR 1036844-2016-00167. Visual examination revealed that the guide wire had four kinks; one near an end and three in the middle of the wire. The kinks were measured at 1.7, 14.0, 17.5 and 22.4 cm from one end. Microscopic examination confirmed the four kinks and that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 334 mm in the total length and exhibited an outside diameter (od) measured 0.445 mm. The returned guide wire was within specification for length and od per graphic (length: 327.0 - 339.8 mm and od: 0.432- 0.457 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed and did not reveal any manufacturing related issues. Four kinks were observed on the returned guide wire and the sheath dilator tips were damaged. Other remarks: however, based on the reported information, time of discovery and condition of the returned sample, operational context caused or contributed to this complaint. No further actions will be taken.